Event description:
Revision surgery - the stem from another company failed. The original implant was a 56 encore cup and 28 mm metal on metal liner. The reason it was replaced was the surgeon changed back to a stryker restoration stem/head and did not want a metal on metal.